Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unknown, however the investigation is on-going. The device could not be repaired and therefore was not returned to the user facility. A follow up report will be submitted if further investigation results require.

Event description:
It was reported that during a spinal fusion, a bur broke while in use within the drill attachment. No device fragments entered the surgical site, so the patient did not require any additional medical intervention as a result of this event. Backup equipment was used to complete the procedure, causing a 10 minute delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.